Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, an opening and a broken plug strap. A leak test was performed which found an opening on the posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the posterior due to an unidentified tear opening. Reason for reoperation: deflation

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.